Event description:
During the procedure, the physician was unable to cut the papilla as "electricity didn't run enough." The procedure was completed with a second device and the patient was reported to be "good".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. .